Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Suspected cause was due to having a basal rate setting that was too low. Bg was addressed via correction bolus via pump. Customer updated the basal rate setting to address the event. It was also reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin delivery.